Event description:
It was reported that power-on reset (por) occurred on device after patient underwent a CT scan. The device will be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that power-on reset (por) occurred on device after patient underwent a computed tomography (CT) scan. The device will be reprogrammed. The device remains in use. No patient complications have been reported as a result of this event. It was also reported by the patient that their pacemaker reset when they had a CT scan and that they could "heardly breath" and that it took them a couple of weeks to figure out that "the pacemaker was causing [their] breathing problems."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device had a power on reset (por) due to a critical ram parity error logged on (B)(6) 2010. The por severity is considered low as the device should not be able to fully recover after reset. The timestap coincides with the CT scan of the patient.